Event description:
Customer reported an issue with the panorama central station which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Comp rep evaluated the system and duplicated the problem. An issue was identified with the system's ambulatory telepack. Corrections included replacement of the telepacks. System was reprogrammed and safety tested to factory specifications.